Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 04, 2004 the patient contacted lfs alleging that her induo meter was set to the wrong unit of measurement. The patient reported that she obtained a low result of 3.1 mmol/l. On (B)(6) 2004. She set her meter aside and tested on her husband's meter. She obtained a 29 mg/dl on his meter and contacted her physician and was advised to take glucose tablets. She also had a candy bar and juice. The patient reported that she was on a dite, which might have attributed to the low blood glucose. The customer service representative confirmed that the meter was previously set in the correct unit of measurement and that she had not recently changed the unit of measurement. The patient did not allege harm. There is no indication that the meter contributed to injury. The patient was advised to take the appropriate treatment based on the result obtained on her husband's meter. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and test strips were replaced.